Event description:
It was reported that difficulties were encountered during withdrawal attempts of this balloon catheter during a percutaneous gastrostomy tube placement procedure. Follow-up indicates the balloon was not fully deflated prior to withdrawal attempts. Continual exertion against resistance resulted in detachment of the distal tip of the balloon catheter in the pt. An exploratory laparotomy was performed in an attempt to retrieve the balloon segment. However, this was unsuccessful. Another balloon catheter was used to successfully complete the procedure. It is believed the balloon segment passed via normal peristalsis. However, this phenomenon was not witnessed. The pt's condition is good and pt has since been discharged. A portion of the device has been received, evaluated and retained by this MFR. The engineering eval indicated the balloon segment was detached and was not returned for eval. The shaft measured 37.5cm distal to the strain relief. The break point was elongated. It was indicated this device was used for gastrectomy tube placement which is not an indicated use of the device. The engineering eval indicated this device displayed characteristics consistent with continual exertion against resistance, an elongated shaft. It was also indicated continual exertion against resistance resulted in detachment of the balloon tip. Co believes these factors contributed to this event and do not attribute it to the device. Directions for use state: "medi-tech balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries...the blue max catheter is designed to deliver maximum force and is indicated for calcified or fibrotic lesions, or in lesions or strictures which are very resistant to dilatation...any use for procedures other than those indicated in these instructions is not recommended...caution: if resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."